Event description:
According to the reporter, during a bariatric gastric bypass procedure, the stapler was not fully completing the firing sequence when using three 60mm reloads. The set-up process, loading, cycling, and firing sequence all appeared normal, however the stapler would only fire and cut part way. The adapter was switched out with a new one, which appeared to fix the problem. All subsequent firings worked as expected. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter (serial# (B)(6)), unknown egia su, unknown endo gia sulu (lot# unknown), unknown egia su, unknown endo gia sulu (lot# unknown), unknown egia su, unknown endo gia sulu (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.